Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. Ultrasound confirmed that the balloon was placed in a stenosis position, and after the pressure pump was connected, the handle of the pressure pump was rotated. However, during sixth inflation at 18 atmospheres for 30-60 seconds, the pressure dropped sharply, and the ultrasound showed that the balloon shrank and was judged that the balloon ruptured. The balloon was directly removed from the vessel sheath and filled in vitro, and it was found that the balloon was lacerated. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. Ultrasound confirmed that the balloon was placed in a stenosis position, and after the pressure pump was connected, the handle of the pressure pump was rotated. However, during sixth inflation at 18 atmospheres for 30-60 seconds, the pressure dropped sharply, and the ultrasound showed that the balloon shrank and was judged that the balloon ruptured. The balloon was directly removed from the vessel sheath and filled in vitro, and it was found that the balloon was lacerated. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 57mm in length and extended from a position 9mm proximal of the proximal markerband to 8mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device and no patient complications were reported.